Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 63-year-old male patient presenting in scai stage a shock, prior to initiation of support. The impella was inserted pre-operatively for ventricular support for a high-risk surgery. While the patient was in the intensive care unit (ICU), the pulses in the right lower extremity could not be found, so the decision was made to remove the impella. Manual pressure was held for 120 minutes due to the high xa level post-heparin bolus. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant. The device functioned at p-6 at 2.9l/min with no issues. The reported event involves access site limb ischemia with device removal. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.